Manufacturer narrative:
(B)(4)

Event description:
During a dialysis treatment which included a revaclear 300 dialyzer a leak was observed originating from the arterial seal of the dialyzer. No patient symptoms and no medical intervention was reported. It is unknown if the treatment was discontinued or not.